Event description:
Per independent repair center, the unit's power switch had a short circuit, and the initial oxygen reading was 80.8% which should have produced an "alarm" but wasn't mentioned with initial complaint.